Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Technical support provided information and assistance to the caller to reset the pump, and the malfunction code did not recur after the reset. The caller was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.